Event description:
It was reported that this brady lead was not implanted successfully, due to unknown product performance anomaly. This lead was replaced with the same model. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not implanted successfully in the left bundle branch (lbb) due to unknown product performance anomaly. This brady lead was replaced with the same model. No adverse patient effects were reported. Additional information received which indicates that this brady lead was attempted due to bent helix after the third attempt at the lbb placement.